Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after the insertion. As a result, another iab catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).teleflex did not receive the device for investigation therefore the reported complaint that the "iab did not inflate after the insertion" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after the insertion. As a result, another iab catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "iab did not inflate after the insertion" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: teleflex received the device for investigation therefore the complaint was reopened to investigate the device. The reported complaint of unable to inflate completely is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Additionally, the returned original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU. An in-service was requested to reiterate the IFU to the customer.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after the insertion. As a result, another iab catheter was used. There was no report of patient complications, serious injury or death.